Manufacturer narrative:
Site surgeon dr. (B)(6) declined to provide patient information. A medtronic representative, following-up at the site, reported an incision had been made on the patient when the reported issue occurred. On 10/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect computer. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report that, while in a spine procedure, the site's navigation system indicated "acquire scans" screen and remained waiting. After a while, when attempting to use the navigation system, the monitor showed blank black on the screen and did not work. The navigation system was shut down and re-started, however, the message "no input detected" was indicated on the screen and the navigation system could not be used. The computer was replaced with a back-up computer. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.